Manufacturer narrative:
During the analysis of the lead, it could be noted that the insulation of the lead body was massively damaged by squashing about 35 cm distal of the is-1 connector pin, as well as damage to the coating of the rope conductors to the ring electrodes a2 and a1 and a deformation of the inner conductor helix at just that site. This damage manifestation can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome.

Event description:
Ous MDR - after an implantation time of about 11 months, oversensing was reported. During the revision, a noticeable kink was observed in the region of the subclavia (clavicle). The lead was explanted and returned to biotronik for analysis.